Event description:
Radiopaque band from distal tip of delivery sheath came off of the sheath and stuck into the bard denali ivc filter on (B)(6) 2016. Pt returned two days later to have the filter/band removed, but the band had separated from the filter (confirmed by fluoroscopy) and could not be located. Dates of use: (B)(6) 2016. Reason for use: (B)(6) y/o with multiple trauma, high risk for dvt, for pe prophyl.